Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 63 mg/dl. The customer alleged the insulin pump was possibly over delivering insulin. Low blood glucose was treated with food. Customer also reported weakness, disoriented. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.